Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification. The explanted devices are not available for examination and thus no further investigation can be conducted at this time. Corin now consider this case closed, however, should additional information be provided or the explanted devices become available then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Uniglide revision after approximately 11.5 years due to progressive oa and polywear.